Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device is retained at facility. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Following information was reported to gore on (B)(6) 2024: while loading the gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn) device onto the wire outside of patient (outside groin), the device could not advance on the wire and wouldn't deploy on the wire. The fsa had to cross and use a new stent and wire in order to complete the procedure.

Event description:
Following information was reported to gore from the field on 08 april, 2024: on (B)(6) 2024, while loading/threading the gore® viabahn® endoprosthesis with propaten bioactive surface (vsx) device onto the wire outside of patient (outside groin), the device could not advance on the wire. Per fsa, a new stent and wire were used in order to complete the procedure.

Manufacturer narrative:
The available information reported in the complaint does not reasonably suggest a serious injury, potential malfunction, or product packaging occur and/or labeling issue has occurred. The information reported to gore indicates the inability of gore® viabahn® endoprosthesis with propaten bioactive surface (vsx) device to load the device on the guidewire with a subsequent inability to deploy, therefore indicating no attempted deployment of device inside the body was made. With this information, the reported event will be considered non-reportable and initially submitted reports will be retracted.